Event description:
Patient reported right side "capsular contracture." Healthcare professional subsequently confirmed capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed deformation on the device. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "capsular contracture." Healthcare professional subsequently confirmed capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis results: visual analysis of the photos identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture." Healthcare professional subsequently confirmed capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device.